Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned device found out that the stent was received partially deployed by 30mm. The investigator observed that a section of the inner sheath could be seen exiting at the guidewire access sleeve. An attempt was made to reconstrain the stent and a severe resistance was noted. The investigator then attempted to deploy the stent of the device;however, this attempt proved unsuccessful and it was noted that more of the inner then exited at the guidewire access sleeve. A visual and tactile examination found no kinks or damage along the length of the device. The device was dissected at the guidewire access port. It was then possible to advance and retract the inner sheath using the distal handle. The stent and the distal inner sheath were withdrawn and no issues were noted with their profiles. The proximal end of the inner sheath was then examined and it was noted that it was severely kinked at various positions along its length. This damage was the result of the inner exiting at the guidewire access sleeve. No other issues were identified during the product analysis. The damages were likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent rmv was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed inside another stent to treat a long malignant stricture. During the procedure, the physician attempted to deploy the stent above the in-situ stent and about 1 cm of the stent was deployed when stent made a strange "snap sound". The stent could not be reconstrained and would not deploy any further. The partially deployed stent was removed from the patient. Another wallfex biliary stent rmv was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold ous but is similar to the m00570540 that is sold in the us.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent rmv was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed inside another stent to treat a long malignant stricture. During the procedure, the physician attempted to deploy the stent above the in-situ stent and about 1 cm of the stent was deployed when stent made a strange ¿snap sound¿. The stent could not be reconstrained and would not deploy any further. The partially deployed stent was removed from the patient. Another wallfex biliary stent rmv was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us.